Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a suspected perforation at the distal end. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the air/water tube/cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the air/water cylinder had no color. The suction cylinder had no color. The air/water cylinder had foreign objects. The switch flexible printed circuit had corrosion due to water leakage. The plug unit had corrosion due to water leakage. The scope connector case unit had corrosion due to water leakage. The cable unit had corrosion due to water leakage. The circuit board unit in the suction connector had corrosion due to water leakage. The micro connector unit in the suction connector had corrosion due to water leakage. Due to a pinhole on the bending section cover, water tightness was lost. Due to a crack on the bending section cover, insulation resistance value at distal end did not meet the standard value. Due to a crack on the light guide lens, illumination was uneven. The air/water tube had foreign objects. The light guide bundle had breakage. The objective lens had a crack. The light guide lens had a crack. The connecting tube had a cut. The universal cord had buckling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was confirmed but could not be identified. It is possible that the foreign material remained in the device since reprocessing could not be conducted properly due to the leakage from the perforation at the bending section cover. However, the specific root cause could not be determined at this time. The events can be detected and prevented in accordance with the following the instructions for use (IFU): -the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. -the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.